Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, when attempting to insert the lead into the coronary sinus, the lead was unable to be inserted into the catheter. The problem was unable to be resolved after flushing the catheter or wiping the lead with saline soaked gauze. The lead was replaced. The procedure was completed without any adverse consequences to the patient.